Manufacturer narrative:
(B)(4). There was no reported device malfunction, and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the rx trek instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
The procedure was to treat a non-tortuous, mildly calcified, 80% stenosed, de novo lesion in the mid right coronary artery (mrca). Using a radial access site, good pre-dilatation was performed with a trek 3.25x20 mm and a dissection occurred. After the 3.5x28 mm device was implanted, a vessel perforation occurred (like a pin hole) at the same site of the trek dissection. A graftmaster rx 3.5x19 mm was implanted in the 3.5x28 mm device and sealed the hole. So far the patient is fine. There was a clinically significant delay in the procedure. Additional information: the patient is at home and there has been no patient sequela. No additional information was provided.